Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. After connecting the impella to the console, a device defective alarm was displayed. A second console was attempted and the same alarm occurred. A different impella catheter was then used. The patient survived the procedure but subsequently expired.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: cp pump, sn: (B)(6) & blank usb were returned. Data logs are not available. Failure to detect purge cassette, pump or catheter: clinical details note that the impella was plugged into the console and an impella defective alarm triggered. Another console was tried with the same alarm. The pump was replaced. Data logs are not available for review. The pump was returned and evaluated. The eeprom was downloaded and it was confirmed that the pump was not detected by a console in the field. The pump was plugged into a lab console and connected without issue. The communication cables in the patient cable were electrically tested with and without manipulation of the patient cable and plug, and no issues were found. The cause of the detection failure was not determined since data logs were not provided and the returned pump did not reproduce the failure. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.